Event description:
Information was received indicating that a smiths medical administration tubing was cracked. The patient noticed this when she suffered a syncopal episode. There were no adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical extension set was returned for analysis in used condition. Functional testing involved using a syringe to infuse water into the extension set in order to detect leaking. A leak was detected in the vent filter. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. One possible, but unconfirmed, problem source was listed as the bond sub-assembly with the filter to the 6" tube operation may not have been properly performed by production personnel. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.